Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, two weeks post-operative a laparoscopic gastric sleeve, the staple line leaked and the patient experience nausea. The fluid build up was noticed through radiology and was confirmed with esophagogastroduodenoscopy (egd). The patient had to be admitted overnight after the esophagogastroduodenoscopy (egd) stent replacement.